Event description:
It was reported to the manufacturer, by the end user, per the end user, that the patient's roommate was in the room but did not see anything. The patient was on the phone with the nurse and he said he was okay. Complaint #(B)(4) and ra#(B)(4) was entered into our system to have the mattress and control unit returned for investigation.